Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was reported that a lead integrity alert was triggered on the right ventricular lead due to short v-v intervals and non-sustained episodes. Crosstalk/oversensing was noted on the remote monitoring transmission electrogram. Reprogramming was performed and the lead remains in use. It was also reported that a single ventricular pace was noted to be missing. This is known to occur intermittently. The device remains in use. No patient complications have been reported as a result of this event.